Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customers complaint of no image after angulation was not confirmed. Based on the results of the investigation, it was concluded that the event occurred as a result of damage to the image sensor unit while the device was being handled by the user. This damage is believed to have been caused by irregular stress applied to the insertion section. The device evaluation also found that the coating on the connecting tube was peeling, further suggesting that the event may have been triggered by various stresses, including physical abrasion, chemical exposure during reprocessing, or unfavorable storage conditions such as direct sunlight, high temperatures, high humidity, or exposure to x-rays and ultraviolet rays. Hence, it was confirmed that the device did not meet its specifications or function. The event of "no image after angulation" can be detected/prevented by following the instructions for use: warnings and caution; turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8, inspection of the endoscopic system: confirm that the wli and nbi endoscopic images are normal. 5.1, troubleshooting: if any irregularity is observed during the inspection described in chapter 3, "preparation and inspection", do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide". If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, "returning the endoscope for repair". Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, "withdrawal of the endoscope with an irregularity". Additionally, the event of "insertion section coating peeled off" found during the evaluation can be detected/prevented by following the instructions for use: 3.3 inspection of the endoscope; inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image after angulation. There were no reports of patient involvement.